Manufacturer narrative:
Approximate age of device ¿ 2 years and 4 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced chronic driveline infection with corynebacterium striatum requiring home antibiotics (vancomycin infusion and augmentin). The patient was recently diagnosed with shingles. The patient was transferred to the urgent care floor for further workup and of weakness and shortness of breath. The patient was transferred to the coronary care unit (ccu) with possible acute respiratory distress syndrome (ards), 2/2 mycoplasma pneumoniae pneumonia. Chest x-ray revealed worsening bilateral opacities. Also found to have right upper extremity deep vein thrombosis (rue dvt) in right distal axillary vein. The patient was given respiratory distress/decompensation, thought 2/2 ards from mycoplasma pneumoniae. Required bipap "intiially", but quickly was intubated on (B)(6) 2018. In setting of intubation, hemodynamics worsened requiring rapid initiation of five pressors. After multiple discussions with family, elected to pursue do not attempt resuscitation (dnar) without escalation of care. Patient expired on (B)(6) 2018. No additional information was provided.